Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, deformation, red and yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The status of the device is unknown.